Event description:
It was reported when using the bd pyxis medstation system, auxiliary 7 drawers were disconnected. The customer confirmed that there was no patient harm or delay in dispensing medication due to this malfunction as customer accessed the medication from another pyxis in emergency room 2. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary 7 drawers were disconnected. A field service engineer switched communication bus cable, found close sensor was loose and reseated the module connector to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.